Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there are no alarms related to the complaint; loss of prime warnings not observed in the black box, force readings were observed to be normal. Daily insulin delivery totals correctly reflected programmed basal rates. There was no data in black box or download histories from time of reported issue due to continued use. The rewind, load cartridge, and prime steps performed successfully with no alarms. Before priming the pump displays the appropriate warning: be sure set is disconnected from your body, then select continue. A force sensor calibration test confirmed the sensor is detecting correct force. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No loss of primes occurred during testing. A loss of prime was induced; pump gave an audible and visual alert. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the complaint, the keypad symbols were worn.

Event description:
The patient's daughter contacted animas on (B)(6) 2011 requesting assistance with connecting the pump back to the patient. At the time of the call, the reporter stated the patient's blood glucose (bg) was 38 mg/dl and she had treated the patient with a glucagon injection. The reporter was advised to give the patient juice and contact emergency services. When her blood glucose was rechecked it was 41 mg/dl and 5 minutes after that it was 51 mg/dl. The patient was then given another glass of juice and when the paramedics arrived the reporter stated her bg was 60 mg/dl. It was confirmed that the patient responded to the treatment and when coherent she refused to be taken to the hospital for further observation. At the time of the call it was reported that the patient's fasting blood glucose that morning was 124 mg/dl and a 4.25 unit breakfast bolus was administered. At an unspecified time after breakfast the patient's bg dropped to 38 mg/dl later that morning. On (B)(6) 2011, a follow-up call was made to the patient to obtain additional information and troubleshoot the subject pump. The patient informed customer support that prior to the low bg, she had last changed site/cartridge on (B)(6) 2011. The patient confirmed the pump was set to the correct date and time, the basal program was correct and confirmed ic ratio, isf, and bg target settings were also correct. It was noted that iob was turned off for a 6 hour duration. The patient was unable to confirm if that setting was correct. During review of pump history, it was noted that all boluses on (B)(6) 2011 were accounted for and correct. Prime history showed multiple primes on the day of and prior to the event. It was noted that at 8:21am that morning .6u were primed; however, the patient did not recall priming the pump at that time. Prime history also revealed .80 units primed at 11:54am, 3.10 units primed again at 11:54am, 23 units primed at 11:55am and 15.3 units primed at 11:56am. The patient claimed she primed the pump because she wanted to make sure it was working properly. The patient believes she did disconnect from her site prior to priming, but was unsure because at the time she was doing it she reported her "head was not working" due to low bg. The patient also reported that she had removed the cartridge from the pump following her low bg and received a loss of prime warning consequently. This complaint is being reported because the patient was treated for severe hypoglycemia while on insulin pump therapy most likely as a result of use-error. The patient was unable to confirm or deny if she was disconnected from the site at the time the pump was primed.